Event description:
It was reported through the filing of a lawsuit that allegedly on (B)(6), 2009 the patient underwent right hip replacement and in or around (B)(6) 2012 he began to experience pain in his right hip. It is alleged the patient suffered injuries including immobility, pain, inflammation, swelling, scarring, pseudo-tumors and other adverse effects associated with the implants and is unable to have surgery to remove and replace the implants due to his age.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before (B)(6) 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.